Manufacturer narrative:
(B)(4).

Event description:
It was reported auto mode switching episodes were observed due to what is likely far r-wave oversensing. The patient was in atrial flutter during the time of the event and reported feelings of palpitations. The only adjustment was a programming change to the rate setting. The patient will return for an appointment in (B)(6). No other information is available.